Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor device was returned for evaluation. The device was visually inspected and failed with the sensor wire being inserted farther than intended into housing puck. The sensor wire was not found to be broken. The reported broken sensor wire event was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation- redness, swelling or pain- at the insertion site.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire broke. The sensor insertion was at the abdomen on (B)(6) 2017. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported broken sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.